Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to date the manufacturer became aware of the event.

Event description:
It was reported that the patient frequently charged the implantable pulse generator (ipg) for extended periods. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.